Manufacturer narrative:
The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 27-jan-2026. Following j&j medtech procedures, a visual inspection and magnetic sensor functionality test of the returned device were performed. Visual analysis revealed a hole and reddish material presumably blood in the pebax. The device was connected to the carto 3 system and it was recognized and visualized correctly. No magnetic issues or errors were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax could be related to the icon jumping issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The carto® 3 system instructions for use (IFU) contain the following information: the magnetic sensor of the catheter is disconnected. To continue, replace the catheter cable. If that does not resolve the problem, replace the catheter. The instructions for use (IFU) contain the following recommendations: do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage the magnetic sensor and affect measurement accuracy. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch sf catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax. The carto 3 system displayed the catheter as jumping around when on radio frequency (rf). The cable was replaced without resolution. Catheter replacement resolved the issue. The procedure was continued. No patient consequence was reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 27-feb-2026, observed a hole and reddish material presumably blood in the pebax. The event was originally considered non-reportable, however, bwi became aware of a hole in the pebax on 27-feb-2026 and assessed this returned condition as reportable.